Event description:
Hospital advised that the pump was set up to infuse blood at a rate of 135 cc/hr. It infused "rapidly" and completed the transfusion in 1 1/2 hours. Biomedical engineering tested pump and it was 8% over specification.